Manufacturer narrative:
Advanced bionics considers this issue closed. Patient's device remains implanted. This is the final report.

Event description:
The patient reportedly experienced a perilymph leak during implant surgery. Extra packing was used at the cochleostomy and all electrodes were inserted.